Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) an administration set with injection site in which a patient experienced an over infusion. According to the report, the roller clamp was unusually slack and did not firmly fix to the closed position. The reporter stated that a flow restrictor is now used with each baxter set in order to avoid the recurrence of such issue. There were no reports of patient injury, medical intervention or adverse events related to this event. No additional information is available.